Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not fully fired, it stopped and did not cut the last part of reload. In addition there were poor staple formation. To resolve the issue the surgeon re-resect and re-staple the tissue.